Event description:
It was reported that patient underwent a fracture reduction procedure to implant a trauma nail on (B)(6) 2014. During the procedure, the surgeon attempted to prepare the bone with two different drills and did not feel that the hole was drilled completely. The surgeon then attempted to insert the anti-rotational screw, but it would not fit through the nail hole. The surgeon implanted the nail without the anti-rotational screw.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown.